Manufacturer narrative:
Additional information was received that there were no exposed cables on the lead.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and clik anchor was replaced. An x-ray revealed that there was a crack in the lead at the exit level of the clik anchor, and during the revision procedure the physician noted that the lead was also kinked. High impedances were noted on the lead, and the physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. A sc-2218-50 sn (B)(4): visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location are 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture location. Sc-4316 lot 17516805: visual inspection found that the clik anchor has one torn eyelet. There was no missing silicone.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and clik anchor was replaced. An x-ray revealed that there was a crack in the lead at the exit level of the clik anchor, and during the revision procedure the physician noted that the lead was also kinked. High impedances were noted on the lead, and the physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-4316 lot # 17516805 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and clik anchor was replaced. An x-ray revealed that there was a crack in the lead at the exit level of the clik anchor, and during the revision procedure the physician noted that the lead was also kinked. High impedances were noted on the lead, and the physician suspected device malfunction. The patient was doing well postoperatively.